Event description:
During a depo administration, the full dose of the medication was unable to be dispensed due to blockage of the needle. The needle was removed, and a 2nd attempt was made to dispense the medication which also resulted in partial administration of the dose due to blockage. A third attempt was made which was successful, however, the patient had to be stuck 3 times. Ref report: mw5157322.